Event description:
Information was received indicating that a smiths medical device was exhibiting a constant air-in-line alarm with primed tubing. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump to be in good condition. Review of the device history log found air in line error in the history. Functional tests and occlusion test were performed. Customer reported problem was duplicated multiple times. Testing found the air detector was not operating as intended.